Event description:
Customer alleged the handles of the wheel lock are too loose and the wheel lock rubber tip broke. Replacement #(B)(4). No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model ct7a, serial number/date code (B)(4) is approximately 11 months old. The owner's manual part number 1167484 rev a (sep-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called and stated that the handles of the wheel locks are allegedly loose and the wheel lock rubber tips allegedly broke. Replacement parts on order #(B)(4). No injury alleged.